Event description:
Information received indicates the trendelenburg function does not work.

Manufacturer narrative:
The hill-rom technician found the hi/low limit switch was not adjusted properly. The technician adjusted the limit switch to repair the bed.